Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that the patient experienced with three infusion sets, specifically with the cannula. The infusion set was leaking at site. The customer's blood glucose at the time of the issue was noticed was 300mg/dl. The patient replaced the infusion set and successfully resumed insulin. The infusion set was in use for a day to two. No further information available.

Manufacturer narrative:
MDR 3003442380-2024-04457 - device 3 of 3.